Manufacturer narrative:
This ipg serial number was included in a field advisory. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) took part in a dbs multi-stim trial in (B)(6) 2012. The pt transferred her care to another neurologist who reported one of the two dbs leads is requiring higher stimulation settings. The neurologist reported she thinks the pt has sustained some permanent side effects from her participation in the dbs trial advising the pt is suffering form dystonic (almost myoclonic) intrusions with stimulation. She reported the pt has experienced a functional decline with reports of gait festination and limited left hand function. It was also reported the gait disturbance caused the pt to fall onto a wood stove fire resulting the pt's hand being burned. The pt is working closely with her neurologist to determine the next course of action.